Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H3: evaluation is in progress, but not yet concluded.

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting, the harvester broke. All of the pieces were able to be retrieved; no pieces were left in the patient. However, the vein was left unusable and had to take a vein from the other leg. *the product was changed out *procedure was completed successfully with approximately 30 minutes delay in the procedure.